Event description:
During daily inspections, the device was found unable to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts info to repair the device. F/u with the rptr found that the customer determined the cause of the observed failure to be a ribbon cable. The biomed replaced the cable and observed proper device operation through functional and performance testing. The device was then returned to service for use. The removed ribbon cable was not returned to physio-control for further eval.